Event description:
It was reported that in a clinical observation of "a case of paget¿s disease treated by distraction osteogenesis" that the taylor spatial frame (smith & nephew) was applied to 1 patient. Pin-tract infection was a complication experienced by the patient during the distraction period. This complication may have originated from or been exacerbated by the patient¿s preexisting diabetes mellitus. Fortunately, no other complications were apparent throughout the treatment period.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms in this literature review, "a case of paget¿s disease treated by distraction osteogenesis" by nakase et al 2006 uses a taylor spatial frame to treat deformities of paget¿s disease. One patient and presented with a pin track infection. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.